Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited a mode switch due to noise oversensing. The right atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.